Manufacturer narrative:
Root cause: unit had a component failure inside the device housing. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Module for tilt/recline actuator quit working and started smoking on patient's chair. When dealer examined, he claims inside was all melted. (B)(4) tram box was on fire -- legal return. Also quality complaint (B)(4) contact (B)(6).